Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. Subsequently, this device was explanted and replaced successfully. This product is expected to be returned. No additional adverse patient effects were reported.